Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 23mm amplatzer septal occluder was implanted in the patient. It was noted that the device sat well in the septum and the device was stable and secure, confirming this with transesophageal echocardiogram (tee). The defect was balloon sized to be 23mm and confirmed via fluoroscopy. The following day it was discovered that the patient had a perforated esophagus. The physician team decided to confirm the placement of the device with a transthoracic echocardiogram (tte) probe, and discovered the device had embolized into the right ventricular outflow tract, but did not pass the pulmonary valve. The device was removed from the lvot (left ventricular outflow tract), and the asd (atrial septal defect) was surgically repaired. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device remains in the patient and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.